Event description:
Affiliate reports that sensor did not react two days after being implanted. The device was explanted and it was noted that a portion of the cable appeared to be thin and disconnected.